Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump passed the delivery accuracy test at 0.0876 inches.

Event description:
Customer reported via phone call that they experienced high blood glucose level and under delivery. The customer was alleging possible pump under delivery. Customer's blood glucose value was 345 mg/dl at the time of the incident and current blood glucose was 345 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with bolusing. Customer will return device for analysis.